Manufacturer narrative:
The t:slim user guide states that before delivering insulin, check the t:slim pump¿s personal settings to ensure they are correct. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had entered too many carbohydrates in the pump compared to the amount of food consumed. The customer's blood glucose (bg) was 60 mg/dl. The customer consumed watermelon to address the bg level.